Manufacturer narrative:
(B)(4). Date sent: 2/18/2021. H2: additional information received: "alert date is (B)(6) 2021. The actual event date is not available." Per additional information received and noted in h10: b3: date of event is unknown. B4: date of this report for (B)(4) should be 1/1/2021 and g3: date received by manufacturer for (B)(4) should be 1/1/2021, therefore report submission due date for (B)(4) should be updated to 1/31/2021.

Manufacturer narrative:
(B)(4). Date sent: 4/8/2021. H6: component code = g07. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the mcm30 device was returned with no apparent damage and with a clip loaded in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 11 clips as intended. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: once the clip completely surrounds the vessel or tubular structure to be ligated and prior to starting the firing stroke, eliminate downward pressure so the structure to be ligated and the device jaws are pressure neutral to each other. This helps prevent the shifting of the clip position within the clip track and/or dislodgement. Fully squeeze the handles together until they stop. As the handles are squeezed, the clip closes and occludes the vessel or tubular structure. The event described could not be confirmed as no malformed clip was observed and the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent: when you say "stable" not tight, did you mean clip or staple was not tight? If so, by loose, did the mean the clip was malformed? Or did you mean the clip fell off of vessel after applied? Please provide the correct event date if known. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that prior to an unknown procedure, the "stable" was not tight. It is unknown how the procedure was completed. There was no patient consequence.